Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: a review of the pump black box revealed no details regarding inaccurate delivery. According to the basal total daily dose record, the pump was delivering the programmed basal rate until end of use. During testing, the pump passed all required testing for delivery accuracy. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.